Manufacturer narrative:
There was no patient involvement. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. (B)(4). Evaluation summary: while on site for a separate reason, an installation technician identified a missing m3 screw on a spring arm. The root cause of the missing m3 screw is unknown at the time of this report. In this particular circumstance, the technician reinstalled an m3 screw, and verified screw was secure. There was no reported patient involvement, and no adverse consequences as a result of this malfunction, but there is a potential for equipment to fall when the m3 screw is not in place. This non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the m3 screw was missing on a spring arm. There was no reported patient involvement, and no reported adverse consequences.